Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user was recently diagnosed with a urinary tract infection and was prescribed antibiotics. Reportedly, his stoma was enlarging and he believed that the current wafer was too small. He was unsure of his stoma size. No photo is available at this time.